Event description:
It was reported that on (B)(6), 2026, the patient experienced elevated blood glucose levels after approximately 24-36 hours of pod wear on the abdomen. Blood glucose levels were reported to have increased to approximately 500 mg/dl and the patient developed symptoms including chest pain, which prompted him to seek medical attention. The patient was subsequently hospitalized and diagnosed with hyperglycemia. The patient underwent cardiac evaluation where cardiac causes were ruled out, and clinicians attributed the chest pain to severe hyperglycemia. Treatment during hospitalization included an insulin infusion. The patient remained hospitalized for approximately 2 days and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.